Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the lot involved in this incident is unknown, DHR review cannot be performed. One phaseal injector sample from lot unknown was received out of the original package. The injector was connected to a syringe from terumo. The syringe has saline inside. After the investigation it can be concluded: the injector membrane was punctured. The injector was connected to a syringe and to a protector+ vial. After a function test: the bladder worked properly. Air could be released from the syringe to the vial. The liquid could move from the vial to the syringe; however some resistance was noticed. It seems that a partial blockage in the cannula may occur, causing resistance during the aspiration of the liquid. Although, it was not possible to aspirate the liquid from the vial to the syringe during testing. No anomaly found on the membrane from the injector. After the inspection of claimed injector, it is observed that the needle from the injector is partially clogged by polypropylene material, probably leading to flow issues reported. Since lot number is unknown no retained samples can be requested. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance, including the luer cone and the external diameter luer thread. The distance between the rotation stops is measured at the beginning of the lot and after a machine stop: assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise, and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Leakage test is performed according to pc-226 to ensure the quality of the membrane. Positive pressure test is performed according to pc-225 to ensure the quality of the sealing. Although no lot number and not enough information was provided, a probable root cause that could led to the event reported may be the cannula not being properly positioned in the station 33.6 from the injector i4 machine before being inserted in the needle housing. Since the cannula is not been properly positioned at the time to be inserted in the housing, it may pull polypropylene material inside the canal from the housing causing an occlusion. Nevertheless, since no manufacturing records can be reviewed, root cause cannot be clearly determined. It may be considered that although some resistance can be noticed during the aspiration of the liquid; liquid could be moved from the vial to the syringe. In order to reinforce customer satisfaction, the complaint will be communicated to the phaseal area personnel. Since no DHR review could be performed, root cause could not be clearly identified and therefore no additional actions are taken at this time. Complaint are monitored according ms-qs-050 (current version) quality data analysis metrics. Cpm is acceptable for this defect and therefore no additional actions are taken at this moment.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j was partially clogged with foreign, polypropylene material that led to flow issues. The following information was provided by the initial reporter, translated from japanese to english: "the hcp connected an injector to a syringe and then attached it to the spike set with saline and attempted to aspirate the saline but felt strong resistance and eventually failed to pull the syringe." "This issue was observed when the customer pulled plunger on syringe to aspirate saline on infusion bag. So I believe the customer doesn¿t aspirate the equivalent volume of air in the syringe. After aspirating saline into syringe the customer supposed to put saline to vial through protector." Via bd investigation: "after the inspection of claimed injector, it is observed that the needle from the injector is partially clogged by polypropylene material, probably leading to flow issues reported."